Event description:
Pt had a pacemaker implanted in 1996. Recently, pt had some third degree heart block. An examination revealed battery failure with possible lead malfunction. Pt was taken to surgery in 2001. Only the pacemaker generator was replaced since testing of the leads revealed no defect. However, the surgeon noted that it took a significant amount of current to get the v-lead to function. The surgeon stated that this was due to a fibrous condition at the lead-heart interface and/or to a previous heart attack, both which woule require more energy to work the pacer. Although the pacer is still under the warranty period, a voluntary report is chosen since the physician felt the battery depletion was secondary to the pt's medical conditions.